Event description:
It was reported that the patient presented in clinic due to pre-syncope. Device interrogation revealed oversensing noise on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was discharged from the hospital after the procedure.